Manufacturer narrative:
The reason for this revision surgery was to remedy instability after 7.2 years of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 17th complaint for this part number: six stability/poor joint issues, three infections, two dislocations, one patient had a locked leg, one packaging issue/damaged, one dissociation, one device cracked/broken, and one trauma. This is the first complaint for this lot number. The root cause for the instability was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product.

Event description:
Revision surgery - the patient had a bilateral knee replacement performed on (B)(6) 1995. On (B)(6) 2005 the patient received a revision of the polyethylene insert of the right knee. In (B)(6) 2012 a revision of the tibial polyethylene insert exchange was performed on the left knee, and on (B)(6) 2012 the tibial polyethylene insert was revised on the right knee. The patient then experienced instability post surgery. Therefore, the surgeon exchanged the 8x9 ultra congruent insert. This stabilized the leg, according to the surgeon.